Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and the inside of the battery tube lip is chipped. Customer's blood glucose was 540 mg/dl at the time of incident and treated with a syringe. The customer was advised that the device would be replaced and agreed to return the product for analysis. There was no further information provided by the customer or troubleshooting.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored for several days, no unexpected battery out limited anomalies noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.